Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A ¿replace generator¿ warning message was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.